Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 inner package for a vh-4000 was damaged. The sterile barrier was not opened and the tray which contains the product wasn't removed when the defect was identified. They did not feel that it was safe to use. Found upon product arrival, no patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, b5, d9, g3, g6. H2. H10.

Manufacturer narrative:
Trackwise#: (B)(4).the device was returned to the factory for evaluation on 08/29/2024. An investigation was conducted on 09/04/2024. A visual inspection was conducted. The product box was returned with signs of the box being opened. The plastic protective barrier was observed to be partially opened. The plastic protective barrier with the device was removed from the product box to better observed the product box. There were no visual defects observed on the product box. There were no visual defects observed on the intact protective plastic carrier. There were no visual defects observed on the intact products in the plastic protective carrier. Based on the returned condition of the device as well the evaluation results, the reported failure "packaging problem" was not confirmed. The lot # 3000322018 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 inner package for a vh-4000 was damaged. The sterile barrier was not opened and the tray which contains the product wasn't removed when the defect was identified. They did not feel that it was safe to use.